Event description:
It was reported that a device alarmed for a system error 105. There was no patient involvement regarding this device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.